Event description:
Patient has had several syncopal episodes last few months resulting in subdural hematoma, broken ribs, elbow. With last episode, no pacer output seen, impedance elevated. Returned 8/10/00 intermittent output.